Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was foreign material found within the nozzle of the device causing a clog which prevented air and water from being dispensed. Additionally, the inspection and evaluation of the device showed loss of water tightness on the zoom lever, discoloration of the control unit, scrapes on the forceps channel port, a chip on the adhesive of the protective coating on the bending portion of the scope, wear of the angulation wires, and scratches on the suction cylinder cover, scope connector, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, switch box, camera cover, up/down angulation lock lever, right/left angulation knob, up/down knob, control unit, right/left angulation lock knob, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a clogged nozzle. Inspection and testing of the returned device found foreign materials within the nozzle causing a clog. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.